Event description:
It was reported that the customer was hospitalized for dka. There were no significant events noted prior to the hospitalization. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the testing. The contact was educated on the two hbg rule.